Manufacturer narrative:
Pump passed all functional testing including the displacement, operating current test, restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery alarm during test noted. Pump received with corroded battery tube, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test before and after multiple battery changes. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.